Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that her seat is cracked on both sides and its pinched her legs before and she has bled. No additional information provided. Update from 11/04/2015: commode has been replaced, end user showed doctor and regularly scheduled appointment and has just used band aids or liquid band aid to cover pinch marks. No further information provided.